Event description:
Cgm will not work for the full 15 days. Also, cgm provides extremely inaccurate information when first started. Sensor must be inserted for 3-4 hours to get numbers that are anywhere near accurate.